Event description:
A malfunction occurred, indicated by the display of a malfunction code, but no notable events preceded it. There was no adverse impact on the customer's blood glucose level. The customer reset the pump independently, preventing the confirmation of a fault ID, and agreed to return the malfunctioning pump to tandem using a provided return box and pre-paid label. Technical support confirmed that the customer would continue using the current pump or multiple daily injections until the replacement pump was received. A replacement pump was sent, and the customer was advised to transfer their settings and connect their continuous glucose monitor to the new pump.